Manufacturer narrative:
The field service engineer (fs) replaced the power switch overlay to address the reported problem.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ventilator has battery status post fail error. The customer reported there was no patient involvement.